Event description:
The customer reported that the provue probe is dripping. No error messages were posted. No erroneous results were posted.

Manufacturer narrative:
Cts had account connect waste and perform a final wash and prime.